Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was over 400 mg/dl. Customer delivered a correction bolus via pump to address bg level. Reportedly, the issue was resolved after performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.